Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation yet. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that there was unspecified stains inside of the instrument channel of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-02020. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. - omsc surmise that the reprocessing of the subject device may have been insufficient or inappropriate. The instruction manual of the subject device states the corresponding method in case of an abnormality.